Event description:
As spoken with the representative, it fit very well. But the dental protector split into 2, the top got detached from the bottom within 2 weeks. I did not keep my receipt. However, I am mailing you the upc code and lot no as needed for a new one or refund. I was very happy with it except it split.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.